Event description:
Alleged a pt exited the bed, fell to the floor but was not injured. Alleged the bed siderail is now broken.

Manufacturer narrative:
The technician found the left siderail would not latch due to the lower metal latch plate being bent under the latch. The technician reshaped the latch cover to repair the bed.